Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets cannula kinked events on (B)(6) 2024 and (B)(6) 2025. The first event occurred within three hours of insertion and the second event occurred three or more hours after insertion. The insertion site was upper buttocks and thigh. The blood glucose level was high and the patient replaced infusion sets and resumed insulin successfully. No further information available.